Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed repeated ¿unable to proceed¿ alerts after a rewind and multiple fill tubing attempts, including with fresh supplies and restarts, leading to a replacement being arranged and the user advised to contact their healthcare provider for backup therapy. Symptoms included no reported adverse clinical effects and blood glucose remained in range. Outcomes included interruption of pump therapy and reliance on backup therapy while awaiting replacement. Investigation included remote troubleshooting steps, guided device restarts, repeated fill processes, and confirmation of proper shutdown, as well as instructions to sync data and return the device. Investigation of this device revealed a persistent malfunction alarm with no resolution through standard troubleshooting, consistent with a device performance issue affecting the infusion setup or pump operation. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.